Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette any sample or diluent in well positions in rows g and h and did not give an error message. An ortho field service engineer was dispatched and found tip take-up was out of adjustment and adjustments were made. No death or serious injury was associatd with this event.